Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included iud dislocation. Concurrent conditions included fatigue and headache. Concomitant products included levonorgestrel (mirena). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: on (B)(6) 2015, after deployment, 7 coils were visible from the tubal ostia. This procedure was repeated on the patient's left tube. At the completion there was 1 coil visible from the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2019: left fallopian tube coil malpositioning. Right coil was correctly placed. Concerning the injuries reported, the following event was confirmed in medical record- device dislocation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included iud dislocation. Concurrent conditions included fatigue and headache. Concomitant products included levonorgestrel (mirena). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: on (B)(6) 2015, after deployment, 7 coils were visible from the tubal ostia. This procedure was repeated on the patient's left tube. At the completion there was 1 coil visible from the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on (B)(6) 2019: left fallopian tube coil malpositioning. Right coil was correctly placed. Concerning the injuries reported, the following event was confirmed in medical record- device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.